Event description:
It was reported that patient was experiencing leakage with sling device. It is unsure if the sling was a boston scientific device. Patient underwent a surgical procedure where the device was cut through with cauterization and a new artificial urinary sphincter (aus) was implanted. No adverse patient effects.